Event description:
Defibrillator made loud pop when external paddles used on closed chest of aortic valve replacement surgery. Did not defibrillate. Chest reopened and internal paddles used and did not work. On second try apparently, it did work. Dates of use: 2009. Diagnosis or reason for use: conversion from cardiac arrythmias. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.